Event description:
Customer reported that the insulin pump alarmed button error. Customer's blood glucose reading at the time of the call was 124 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump had cracked battery tube threads, minor scratches on the display and reservoir window, and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.